Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2017-08618. It was reported the patient was experiencing ineffective therapy from their scs system. As a result, surgical intervention may be undertaken at a later date to address the issue. The patient was referred for cardiac evaluation.